Event description:
It was reported that the patient presented to hospital for a follow up. It was noted that the right atrial (ra) lead had dislodged, resulting in the atrial electrogram (egm) signal becoming aligned with the ventricular electrogram signal. The ra lead was explanted and replaced. The patient was in stable condition.